Manufacturer narrative:
The used company cartridge was not returned. Fifty unopened company cartridges were returned. Five samples were pulled randomly for testing. The samples were numbered 1-5 for evaluation purposes. The five cartridges were functionally tested per the IFU (instructions for use) using a qualified company handpiece, company 27.0 diopter lens and company viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the five lens deliveries. The cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridges met specification for the presence of top coat. Non-coated areas were observed on the sides of the nozzles. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter was not provided. It is unknown if a qualified lens model/diopter was used. A qualified handpiece and viscoelastics were indicated. The returned company cartridge was molded using the cavity 175 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was scratched by the cartridge. The lens was not removed. The surgeon determined that the scratches were peripheral and would not impact the patient¿s vision. There was no patient impact.